Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sound was missing on the insulin pump and the insulin pump alarmed pump error during self test. Customer's blood glucose level was 10.7 mmol/l. Customer was assisted with self test and the test did not pass. Customer stated that insulin pump had hardware low level failure and software error detected alarm during self test. Customer was advised to monitor the insulin pump and consult to healthcare professionals instruction. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 5632 file number 2005 due to a software error. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor(u1).

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 5632 file number 2005 due to a software error. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor(u1).